Event description:
No adverse effect on the pt due to this defect. 2003- 10:30am: when cv catheter was inserted, the pt felt pain and then the tube and spc-3 were separated. They were reconnected immediately. It was possible that the crack occurred at that time. 1:30pm: blood leakage occurred and there was dr and family with the pt. Dr took the cv line off from the pt and re-inserted new catheter. Then kit was exchanged and connected again. There was blood stain on the bed sheet before taking off the line. The amount of blood leakage was unk. No surgical intervention on the pt due to leakage.